Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg), cause was unknown. Carbohydrates were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.